Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin reaction cannot be ruled out. The rash on the body was unrelated to optune gio. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 63-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient reported experiencing a skin reaction on her scalp as well as a rash on her arms and torso. An image provided depicted a mild to moderate erythema with several skin lesions located on the right frontal parietal aspect of the scalp. As a result, the patient temporarily discontinued optune gio therapy. The patient consulted her general practitioner, who prescribed an oral antihistamine, a hyaluronic acid cream for the scalp and a cortisone ointment for the plaques on the body. In addition, a blood test was scheduled for (B)(6) 2025. On (B)(6) 2025, the patient consulted her oncologist who referred her to a dermatologist. On the same day, the patient's prescribing physician reported the irritation on the patient´s scalp was determined as grade I and was improving. The physician assessed the rash on the patient´s body as not related to optune gio therapy. Reportedly, the patient would be able to resume optune gio therapy the following week.